Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device - 10 months. The pump remains in use supporting the patient. Approximately 20 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline in its returned condition found the black wire intermittently produced an open circuit. All other remaining wires were found to be electrically intact. After removal of the outer silicone jacket, a repeat electrical continuity test reproduced an open circuit during testing of the black wire, and the fractured black wire was visible through the clear bionate adjacent to the metal connector. Some breakdown of the braided shield was noted in this location. Removal of the clear bionate and braided shield layers revealed that the wire fracture appeared to be the result of fatigue failure due to repetitive movement of the driveline in this area, and the inner conductors of the black wire were exposed. If the exposed conductors of the fractured black wire contacted the braided shield while the pump was operating on a tethered power source, the resulting short to ground would have caused the reported low speed and pump stoppage events. The fractured conductors of the black wire would have caused the reported driveline fault alarms. Review of the submitted log files confirmed low speed and pump stop events which appeared to occur while the patient was operating on a tethered power source. The submitted x-ray images showed that the internal and external portions of the driveline were unremarkable. A review of the device history records for the pump revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient was seen at the hospital due to reports of pump stops and low speed advisory alarms earlier that morning while the lvad system was connected to the power module. The patient was reportedly asymptomatic. No alarms were noted while the patient was connected to battery power. The patient was sent for a kidneys, ureter, and bladder imaging study and x-rays of the chest and external portion of the driveline were taken. The patient was also provided an ungrounded patient cable for power module support. The system controller log file reviewed by the manufacturer¿s technical services representative revealed pump off events occurring on (B)(6) 2016 from 05:18 to 05:21. These issues only appeared to be occurring while the lvad was connected to the patient cable; a type of behavior that has been linked to potential issues with the driveline. An onsite evaluation of the patient¿s driveline was scheduled for (B)(6) 2016. On 06/26/2016, the patient reported additional alarms. A second log file (dated (B)(6) 2016) was analyzed by the manufacturer¿s technical services representative captured driveline fault alarms, however, no other alarms were observed. Based on the data values recorded in the log file, a possible compromise to the black wire of the driveline was suspected. On 06/28/2016, the x-ray images analyzed by the manufacturer¿s technical services representative did not show any obvious areas of concern. An electrical continuity test revealed a compromised black wire. A replacement of the external/distal end portion of the driveline was performed. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. No alarms occurred when the patient performed positional movements. The patient was to be monitored overnight for further alarms while connected to a grounded patient cable and then discharged home. No additional information was provided.